Event description:
It was reported that the 2600 system will not boot. Add'l info indicates that the generator will not boot and no activity observed on the generator control display. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. After replacement of several components, identified problems associated with the generator and x-ray tube. Explained findings to the customer and they decided not to repair the system.